Event description:
It was reported, the video system center had a noisy screen. The issue occurred during preparation for use for an unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The procedure finish with another set of device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data fields: b5, d9, h6 (previous reported 4110-trend analysis and 120-electrical problem identified were incorrectly reported) new information added to the following fields: h3, h6 the field service engineer (fse) was dispatched to perform an evaluation. During troubleshooting the customer's complaint was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned. The event was investigated from the information obtained. Based on the results of the investigation, the cause of the noisy image could not be identified. Olympus will continue to monitor field performance for this device.